Event description:
The customer observed error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer. The error occurs three times out of 150 to 200 tests performed per day with reaction vessel lot 69060p100. The customer was advised to change the pre-trigger and trigger, check optics background, flush fluids and check the level sensor and manifold. The customer was asked to obtain the log utilities and check the history for evaluation. The next day, the customer observed a recurrence of error code 1006 and requested a field service visit. The field service engineer changed reaction vessel lot to lot 68007p100 which resolved the issue. There was no impact to patient management.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.